Event description:
A customer reported experiencing a cgm error related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer successfully completed a pump reset, resolving the issue by starting a new sensor session.